Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during cori assisted tka surgery, towards the end of the distal cut for the femur, the real intelligence robotic drill made an odd noise, and smoke appeared. Upon the second use of the burr on the tibia, the noise got louder. Also, the burr was not spinning when needed and began to slide in and out when not in use. Then, a back-up device was used. Additionally, the real intelligence cori´s system crashed. The procedure was resumed, after a non-significant delay, and manually. Furthermore, after the case was performed, the drill was stuck with the tracker and long attachment. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6) , used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed. In bur loading state ¿system time out¿ error occurred due to ¿tool homing failure¿, the application tried to recover the handpiece and moved from fault state to identified state. During this period tcu tried to home the exposure motor, as the exposure motor was not moving the homing failed and tool_homing_failure occurred. A communication failure error appeared. The bur failed to load and unable to reach the ready state. The possible reasons might be the bur could not extract and home due to which the communication error occurred. Regarding the bad_exposure_position_sensor on handpiece connection state, it might be due to the position sensor not working. Regarding calibration error, during calibration, the point probe and handpiece were not properly aligned, hence calibration verification error occurred due to invalid calibration. Regarding the real intelligence robotic drill made an odd noise and smoke appeared, these could be due to the damaged drill or damaged wiring. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed through a log file review, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to exposure motor stall, bur not extracting or homing, a not working position sensor, an invalid calibration, or damaged drill or damaged wiring. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.